Event description:
On (B)(6) 2009, an elevate system with intepro lite was implanted. It was alleged that the pt," has suffered/will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities, and/or economic damages, as a result of the implantation of the prior designated mesh products."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.